Manufacturer narrative:
Investigation of the returned parts is ongoing. The following reports are also related: 3012120772-2024-00078, 3012120772-2024-00079, 3012120772-2024-00080, 3012120772-2024-00081, 3012120772-2024-00083. Review of labeling: possible adverse events bending, disassembly, or fracture of implant and components.

Event description:
On (B)(6) 2024, a patient underwent spinal surgery utilizing seaspine's daytona small stature spinal system. During the procedure the surgeon had issues with the locking caps threading onto the screws, resulting in a 30-45 minute surgical delay. No patient injury was reported. 13 units of part 79-0002 and 3 units of part 76-0030 were returned. See related reports. This report is for 2 of 3 units of part 76-0030, lot md15297d.

Event description:
On (B)(6) 2024, a patient underwent spinal surgery utilizing seaspine's daytona small stature spinal system. During the procedure the surgeon had issues with the locking caps threading onto the screws, resulting in a 30-45 minute surgical delay. No patient injury was reported. 13 units of part 79-0002 and 3 units of part 76-0030 were returned. See related reports. This report is for 2 of 3 units of part 76-0030, lot md15297d.

Manufacturer narrative:
Update to b5: additional event information added. (3 shoreline acs plate locking cover, no delay in surgery, no revision surgery performed) no part or lot numbers were provided. No further evaluation can be completed. Review of labeling: possible adverse events: bending, disassembly, or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.